Manufacturer narrative:
The unit had a blank display and a constant tone alarm due to moisture damage on the electronic assembly. The unit could not verify a button error alarm due to a blank display. The unit had a cracked display window and a cracked reservoir tube lip.(B)(4)

Event description:
The customer called in to report a button error alarm and that the insulin pump was exposed to moisture. The customer's blood glucose level was 151 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.